Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath and palpitations. The electrocardiogram (ECG) showed a wide complex tachycardia. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was not detecting ventricular tachycardia (vt). Medications were administered and the device was reprogrammed. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.